Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported the surgeon was down below reconnecting the anvil to the head of the "ils." As he was dialing down the instrument, the scrub nurse heard a crunching sound and mentioned it to the dr. He continued to dial the "ils" until the marker was in the green. He fired it, hearing the cruch, and upon removing the "ils", said it was very difficult to remove. When looking at the proximal and distal tissue margins in the "ils," they were not full donuts and when looking at the anastomosis, there were no staples on the proximal side of the anastomosis. The pt had to leave with a colostomy. 6/3/1999 contacted md. He stated that before he fired, he was tightening the instrument. His nurse stated that she thought she heard the instrument fire. The md assured her that he did not fire the instrument. Md continued to tighten the instrument to the green area. He then fired the instrument with no problem. The instrument was fired again, the safety mechanism was applied, and then md attempted to remove the instrument. He stated that he had difficulty removing the instrument from the tissue. After the instrument was removed, he noticed that the purse-string suture that he had created earlier in the procedure had not been cut, and that the anastomosis was not complete. The md stated that he observed unformed staples in the tissue. The procedure was completed via hand suturing and the creation of a colostomy. The md stated that the pt was progressing without any difficulties.